Event description:
It was reported an issue with the pcu randomly shutting off three times in january 2022. The event was reported to bd associate during site visit. There was patient involvement but unknown impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported an issue with the pcu randomly shutting off three times in january 2022. The event was reported to bd associate during site visit. There was patient involvement but unknown impact.